Event description:
It was reported that after their pump replacement, the patient experienced overdose symptoms of drowsiness and confusion. The physician decreased the dose by 20%. The drug in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was doing well after a decrease in their dose. No telemetry strips were available. The medication used within the system was lioresal.